Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 300+ mg/dl. The customer treated with manual injections and the pump. The customer went to the emergency room due to pain in the legs. The customer also had low blood glucose readings. The customer also went to the emergency room as well. The customer declined to troubleshoot for high and low readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.